Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and device breakage ("device breakage") in an adult female patient who had essure (batch no. A67116, a57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), psychological disorder nos (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), seizure (not recovered prior to essure) and multiparous. Previously administered products included for an unreported indication: iud. Concurrent conditions included ovarian cyst, hemorrhagic cyst, morbid obesity and fibromyalgia. Concomitant products included aciclovir (acyclovir [aciclovir]), anaesthetics (anesthesia), escitalopram, gabapentin, lamotrigine, topiramate (topamax) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), libido decreased ("hormonal changes: low libido"), cystitis ("infection: bladder and vaginal"), vaginal infection ("infection: bladder and vaginal") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, allergy to metals ("nickel allergy always have been to nickel") with rash and dry skin, alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems: anxiety and depression"), tooth disorder ("dental issue/dental problems"), migraine ("migraines / headaches") with nausea, headache ("migraines / headaches"), amnesia ("neurological conditions or problems: memory loss, seizures"), epilepsy ("epilepsy"), seizure ("neurological conditions or problems: memory loss; seizures; nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain/loss specify: gain"), pain in extremity ("leg pain"), urinary tract infection ("uti") and complication of device removal ("device removal complication"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, vaginal haemorrhage, menorrhagia, allergy to metals, alopecia, depression, anxiety, tooth disorder, libido decreased, vaginal infection, female sexual dysfunction, urinary tract disorder, migraine, headache, amnesia, epilepsy, seizure, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, pain in extremity and complication of device removal outcome was unknown and the cystitis, bladder disorder and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, epilepsy, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, pain in extremity, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain; depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: hormonal changes: low libido; abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction: rash on legs and hips; infection: bladder and vaginal; apareunia (inability to have sexual intercourse); psychological or psychiatric problems: anxiety and depression; rashes or skin conditions: rash and dry skin; bladder or urinary problems orchanges; migraines / headaches; nausea; dental problems; neurological conditions or problems: memory loss; seizures; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; vision/eye problems: blurry vision; fatigue; weight gain; hair loss, device breakage and device removal complications were added. Patient's medical history was added, patient's concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device breakage ("device breakage"), epilepsy ("epilepsy") and seizure ("neurological conditions or problems: memory loss; seizures; nickel allergy") in an adult female patient who had essure (batch no. A67116- invalid, a57116-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), psychological disorder nos (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), seizure (not recovered prior to essure) and multiparous. Previously administered products included for an unreported indication: iud. Concurrent conditions included ovarian cyst, hemorrhagic cyst, morbid obesity and fibromyalgia. Concomitant products included aciclovir (acyclovir [aciclovir]), anaesthetics (anesthesia), escitalopram, gabapentin, lamotrigine, topiramate (topamax) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), libido decreased ("hormonal changes: low libido"), cystitis ("infection: bladder and vaginal"), vaginal infection ("infection: bladder and vaginal") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, epilepsy (seriousness criterion medically significant), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy always have been to nickel") with rash and dry skin, alopecia ("hair loss/hair loss"), depression ("depression/psychological or psychiatric problems: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems: anxiety and depression"), tooth disorder ("dental issue/dental problems"), migraine ("migraines / headaches") with nausea, headache ("migraines / headaches"), amnesia ("neurological conditions or problems: memory loss, seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain/loss specify: gain"), pain in extremity ("leg pain"), urinary tract infection ("uti") and complication of device removal ("device removal complication"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, epilepsy, seizure, vaginal haemorrhage, menorrhagia, allergy to metals, alopecia, depression, anxiety, tooth disorder, libido decreased, vaginal infection, female sexual dysfunction, urinary tract disorder, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, pain in extremity and complication of device removal outcome was unknown and the cystitis, bladder disorder and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, epilepsy, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, pain in extremity, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain; depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and tooth disorder ("dental issue"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, alopecia, depression, anxiety and tooth disorder outcome was unknown. The reporter considered alopecia, anxiety, depression, hypersensitivity, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.